Event description:
Received information regarding a cartridge alarm 5 during basal delivery. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a follow up supplemental will be submitted.